Event description:
It has been reported that the physician implanted two devices (B)(6) 2009. The physician noted that the devices were broken (B)(6) 2009. On (B)(6) 2009 the physician performed a corrective surgery. The devices were not explanted.

Manufacturer narrative:
The devices were not explanted, therefore a physical eval to determine failure mode could not be conducted. The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not abnormal. There is a low occurrence rate of device breakage related to this device. If additional info becomes available it will be submitted in a supplemental report.